Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the orders and patients were not crossing over to pyxis. A technical support specialist connected to server and confirmed no error on communication with interface. The tss confirmed that cce (carefusion coordination engine) messages are crossing and refreshed database connection and confirmed messages are crossing. The tss later confirmed that hospital information technology team has resolved the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server orders and patients were not crossing over to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section g report source and section h device eval by manufacturer, device manufacture date and imdrf annex b grid, manufacturer narrative. D4: unique device identifier not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server orders and patients were not crossing over to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.